Event description:
The customer observed falsely decreased architect thyroid stimulating hormone (tsh) results on several patients. The results provided were: first initial result on (B)(6) 2022 /repeated result. The unit of measure is uiu/ml sid(B)(6) =0.00 / 1.92, sid (B)(6) =0.00 /2.30, sid (B)(6)= 0.00 / 2.56, sid (B)(6) =0.00 / 1.48, sid (B)(6)=0.00 /2.12, sid (B)(6)=0.00 /2.56, sid (B)(6)=0.00 /2.03, sid (B)(6)=0.00 /1.27, sid (B)(6)=0.07 /1.56, sid (B)(6)=0.26 /2.79, sid (B)(6)=0.28 /1.11, sid (B)(6)=0.13 /1.35, sid (B)(6) =0.33 /1.23, sid (B)(6) =0.11 /3.29, sid (B)(6) =0.09 /4.40, sid (B)(6) =0.02 /0.48, sid (B)(6) =4.10 /7.29, sid (B)(6)=0.20 /2.53, sid (B)(6) =0.06 /1.44, sid (B)(6) =0.03 /0.98, sid (B)(6) =0.13 /0.88, sid (B)(6) =0.14 /1.30, sid (B)(6) =0.05 /2.19, sid (B)(6) =0.01 /0.48, sid (B)(6)=0.02 /1.31, sid (B)(6) =0.03 /0.48, sid (B)(6) =0.06 /0.48, sid (B)(6) =0.11 /0.99, sid (B)(6) =0.03 /2.74, sid (B)(6) =0.32 /1.17, sid (B)(6) =0.29 /1.57, sid (B)(6) =2.95 / 5.77. Laboratory reference range for tsh=0.35 to 4.94 uiu/ml. There was no reported impact to patient management.

Manufacturer narrative:
Complete patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer troubleshoots the issue. The customer tightened the caps of the arc sens lv ptrg and arc sens lvl trg as the solutions had been replaced in the morning the day before the issue occurred. The issue was resolved with the tightening of the caps of the arc sens lv ptrg (list number 08c94-67) and arc sens lvl trg (list number 08c94-66) the architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results; including, but not limited to, replacing reagents. A review of the architect I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the arc sens lv ptrg and arc sens lvl trg revealed no trends or systemic issues. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect (B)(6), sn (B)(6) or arc sens lv ptrg and arc sens lvl trg.